Event description:
On 2017-mar-03 the representative further reported that the patient did want to know the reason for the pump alarm (annoying sound), since only the physician was able to determine the reason for this alarm and not the patient by himself. No in-patient stay was required. The patient had been adjusted for oral medication and the pump had been programmed to minimum rate. The pump was still implanted and since the patient responds well to oral medication, no explant was planned for now.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in germany who received lioresal 2000 mcg/ml at a dose of 170 mcg/day via an implantable pump. The drug lot number and the patient¿s concomitant medications and medical history were not obtainable. It was reported that during normal use the patient had been transported to the hospital for checking the reason for the pump alarm. The physician interrogated the pump and a motor stall occurred and the physician contacted the representative. A second interrogation was performed and the log data was collected in which on (B)(6) 2017 at 05: 15 a motor stall occurred. Further log data was requested 30 minutes later. Motor stall was still shown in the reports and on the n¿vision after interrogation multiple times. The patient did not show any withdrawal symptoms. Regarding any factors that may have led or contributed to the event, it was reported that there were no environmental factors; no magnetic resonance imaging (MRI) scan or other electromagnetic interference. Actions taken to resolve the issue were reported as a planned replacement of the pump and possible programming to minimum rate and use of oral medication. At the time of the report the issue was not resolved and the patient¿s status was reported as alive-no injury. The pump replacement date had not been scheduled; date unknown. Upon explant, it was expected to be returned.